Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that despite reducing the number of cuts to 5000 cuts per minute and below the probe did not produce the required cuts at unknown timing of surgery. The procedure and surgery completion details were unknown. There was no information about patient impact. Additional information was requested and non-received till date.